Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) battery went dead. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(4). A getinge field service engineer (fse) replaced batteries . Performed full functional and safety tests. All tests pass. Returned to customer and cleared for clinical use.

Event description:
N/a.